Event description:
It was reported that this left ventricle (lv) lead was suspected of a lead conductor fracture. Physician elected to surgically cap the lv lead and replace it. No adverse patient effects were reported.